Event description:
It was reported that the patient had constant back pain and increased back and neck pain. The patient had also fallen recently. The patient was inpatient at the hospital and magnetic resonance imaging (MRI) was ordered. The event was attributed to change in the cervical spine. The MRI was performed on 2014 (B)(6) of the cervical spine with contrast. The MRI showed normal alignment of the cervical vertebrae, normal craniocervical junction, cervical spine normal morphology, post operative anterior fusion of c5-6 and c6-7, extruded disc herniation internal right "unknown¿ and posterior lateral regions. ¿unknown¿ from interspine to level of c6 pedicle, no encroachment. No device malfunction was alleged. The patient recovered without permanent impairment. The device system delivered fentanyl and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6);product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).